Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements of greater than 125 ohms. The patient's current implantable cardioverter defibrillator (ICD) is scheduled to be replaced as part of a routine box change, and the physician asked if the rv lead should be replaced during the same procedure. Technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.